Manufacturer narrative:
(B)(4). The reported device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint "peeled jaw". A cannula was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed on the cannula. The scope wash tubing was missing. While the metal wire and the c-ring remained attached to the cannula. During visual inspection using microscopy, the scope wash tubing was observed to be melted and cut in half longitudinally just below the c-ring. Based on the condition of the device as returned, we were able to confirm the analyzed complaint for ¿break-cannula-c-ring cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 end of the tip broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 end of the tip broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.